Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to display anomaly.

Event description:
The customer's friend reported via phone call that the insulin pump had a crack on the screen which made it hard to read. The customer's blood glucose was 244 mg/dl at the time of incident. The customer's friend stated that the insulin pump was dropped and caused the damage. The customer's friend was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.